Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband stated that the customer was hospitalized for low blood glucose levels. No blood glucose reading was reported. The customer also stated that the insulin pump had a blank display. The husband stated that the customer had taken extra insulin, but she did not eat to cover for that extra insulin. The husband was unable to troubleshoot at the time of the call. Nothing further was reported.